Event description:
The pt was included in the (B)(4) registry in (B)(6). Approx two years after the stent implant, the pt presented with pain. A duplex sonogram revealed in-stent occlusion I the left sfa. A rotarex thrombectomy was performed and pta with a balloon. Due to a focal dissection during the intervention, a stent was implanted with good results.

Manufacturer narrative:
There is no indication of a device malfunction. The cause of the event is likely due to the pt's disease progression. The device has the ce mark for the peripheral vascular indication in europe.